Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal end of the lead had an issue. The distal conductor was extrinsically distorted due to kinking/buckling. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the guidewire was not returned with the lead. Visual inspection found the issue at the lead distal end. The tip seal was dislocated from its location. It was pulled back and stuck inside the lead coil lumen causing distal conductor distortion. Analysis results related to the guidewire insertion complaint happened during procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire could not advance through th tip of the left ventricular (lv) lead. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.